Event description:
It was reported that patient (B)(6) had a post-operative complication due to infection (intraoperative cultures positive for c acnes). Action taken : medication, "IV antibiotics managed by infectious disease". On (B)(6) 2021: "patient now on oral antibiotics".

Manufacturer narrative:
Corrections: refer to d2a common device name. Additional devices listed in this report: cat dwf520 flex shoulder system reversed tray dia. 40 th 0 ecc 3.5 lot code unknown. Cat dwf422b flex shoulder system rev insert d42 th+9 std angle 12.5/b lot code unknown. Cat dwj502 perform reversed lateralized baseplate +3mm dia 25mm lot code unknown. Cat dwj024 perform reversed lateralized glenosphere +3 dia 42mm lot code unknown. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. However, based on the clinical opinion on the potential risk of infection caused by sterile packed stryker implants and instruments, ¿any kind of surgery bears the risk of infection. In trauma and orthopedic surgery with external or internal fixation implants or endoprostheses the infection risk varies between 0.5 % and 5 %, exceptionally up to 10 % and beyond, mainly depending on the respective surgical procedure and the typical patient population.¿ a review of the labeling did not indicate any abnormalities. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed.

Manufacturer narrative:
The device will not be returned as it remained implanted. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that patient (B)(6) had a post-operative complication due to infection (intraoperative cultures positive for c acnes). Action taken: medication, "IV antibiotics managed by infectious disease". (B)(6) 2021: "patient now on oral antibiotics".

Manufacturer narrative:
The device will not be returned as it remained implanted. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that patient (B)(6) had a post-operative complication due to infection (intraoperative cultures positive for c acnes). Action taken: medication, "IV antibiotics managed by infectious disease". (B)(6) 2021: "patient now on oral antibiotics".